Event description:
It was reported to philips that the system had power issue. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the device cannot boot up. Upon further inspection, philips field service engineer (fse) inspected the system onsite and confirmed that the power failed on power distribution rarepanel box. Fse replaced the power distribution rarepanel box. After the replacement of power distribution rarepanel box, the system was returned to use in good working order. The codes were updated based on the investigation outcome.